Manufacturer narrative:
(B)(4). Date sent: 3/20/2026. D4: batch # 387d07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload (a) was received partially fired 1/16. In addition, another gst60b reload (b) was received partially fired 1/4. The device was tested for functionality in the straight position with the returned reloads (a & b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a9743k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 387d07, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, they recognized a working tone from the machine but the stapler was not placing any staples nor cutting. They tried it two times with 2 gst60b reloads and opened a new stapler to finish the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.